Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The reporter claimed that on (B)(6) 2018 at around 1:30 am, the patient experienced symptoms of feeling ¿tired, everything blurred and falling around¿. At the onset of the symptoms, the reporter claimed the patient consumed cereal and a banana as self-treatment. The reporter also indicated that at an unspecified date and time 2 weeks prior, the patient also felt ¿no energy and very tired¿. The reporter claimed that later, on the morning of (B)(6) 2018, the patient obtained blood glucose readings of ¿130 and 178 mg/dl¿ with the subject meter, performed more than 20 minutes apart. The time difference between the readings exceeds lfs¿ criteria for a valid comparison. The patient manages his diabetes with self-adjusted doses of novolog 70/30 insulin. During the call, the reporter claimed the patient contacted his doctor later that same day and was advised to decrease his evening dose of insulin and to contact lfs for meter replacement. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior to him obtaining the alleged inaccurate results, the alleged meter issue could not be ruled out as a cause or contributor to the event.